Event description:
It was reported that there was event with a bipolar high frequency cord. According to the information received, the cable burned after an electric arc between surgeons hand and the end of the cable. Because of this surgeons glove melted. This happened during a hysteroscopy. Additional information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device was not returned and a investigation itself was not possible. Due to that a root cause analysis is not possible. The event is filed under internal karl storz complaint ID (B)(4).